Event description:
It was reported that the patient has presented with three broken screws.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier - (B)(6). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided. A4: weight unknown / not provided b3: date of event unknown / not provided e1: last/given name unknown / not provided zimvie did not receive the reported screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and three total complaints were identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are abutment screw is not torqued to specification. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.